Manufacturer narrative:
The reported events were lead dislodgement, r-wave amp variation, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.

Event description:
During in clinic follow up, decreased sensing was observed on the right ventricular (rv) lead. An x- ray imaging was performed and the rv lead was found to be dislodged. During the revision procedure, while attempting to reposition the rv lead, it was no longer possible to extent the helix for fixation. The rv lead was explanted and replaced. The patient was stable.